Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd 7 inch mic ext set w/1.2mf, the device experienced leaks (applicable to all sets, components, and connections). The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the lipid line/extension set is leaking. Leaking lipid line/extension set leaking several lot #'s being stocked, lot # of actual product they were having issues with not provided to (B)(6) (me).

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/28/2021. H.6. Investigation: the customer reported the extension set was leaking and returned one used sample of material #20129e along with a 20 ml syringe and a #mz9267. The set was tested as it came, the syringe attached to the mz9267, and the filter set 20129e attached to mz9267. No orientation of the tubings was found to have a leak, and the complaint is not verified. The syringe was loaded with water to test, and the ends were capped to see if the connections could handle pressure. The root cause is unknown without an observed failure. A device history record review could not be performed on model 20129e because a valid lot number was not provided by the customer.

Event description:
It was reported when using the bd 7 inch mic ext set w/1.2mf, the device experienced leaks (applicable to all sets, components, and connections). The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the lipid line/extension set is leaking. Leaking lipid line/extension set leaking several lot #'s being stocked, lot # of actual product they were having issues with not provided to ae (me).